Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer got hospitalized due to high blood glucose around (B)(6) 2019 with blood glucose of 396 mg/dl at the time of the incident. The customer was at 418 mg/dl at another incident. The customer was given fluids and corrections to treat. The customer experienced symptoms such as lethargy. The customer was wearing the insulin pump during the incident. The customer believes the pump is under delivering. Troubleshooting was not completed as the customer declined. The customer reported the smell of insulin in the pump but no leaks. The insulin pump will be returned for analysis.